Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl, and a heart attack. The cause of the low bg was unknown. Customer could not recall further details and was unable to clarify if heart attack was related to low bg. Subsequently, customer was hospitalized several times. Bg was treated with intravenous saline, and unspecified treatment for the heart attack. Reportedly, the customer was released with the issue resolved, however no additional information was provided.